Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the root cause of the revision was the unspecified infection; however, the source of the infection could not be definitively concluded, and the patient¿s current health status is unknown. The patient impact beyond the reported knee infection and revision could not be determined. Therefore, no further medical assessment can be rendered at this time. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. B5, d4

Event description:
It was reported that, after a tka has been performed on an unspecified date, the patient experienced an infection. This adverse event was solved by a revision surgery on (B)(6) 2021, in which the gii oxin p/s fem right siz 8 was explanted. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka has been performed on an unspecified date, the patient experienced an infection. This adverse event was solved by a revision surgery on (B)(6)2021, in which the gii oxin p/s fem right siz 8, gii ps hi flex isrt sz 7-8 13, gen ii mis tib base cem sz8 rt and gii oval resurfacing pat 38mm were explanted. Current health status of patient is unknown.